Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that a transmitter out of range occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the bin was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter out of range is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.